Event description:
The customer reported via phone call that he had a blood glucose level of 500 mg/dl, and wanted to troubleshoot the insulin pump. Troubleshooting did not show any malfunction of the device, and the customer was advised to monitor it. During a follow up call, the customer reported that he noticed that the insulin pump had shut off. The customer reported replacing the battery, but having to adjust the battery cap for the device to reagin power. The customer was shipped a replacement battery cap and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).